Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery after a cartridge change. The customer's blood glucose (bg) level was 246mg/dl. The customer was unable to correct for their bg level due to the occlusion alarm. A pump system check was performed and the occlusion was found to be within the cartridge. During the pump system check, a new cartridge and infusion set was loaded and insulin was successfully resumed. The customer declined a follow-up call.